Manufacturer narrative:
The customer stated that the issue was caused by operator error. The issue was resolved by correcting the demographics in rapidcomm and then transmitted to the correct patient sample. The customer stated that there were no issues with the device or rapidcomm which are operating as intended and they have not had any further issues reported.

Event description:
The customer states that another facility scanned the wrong patient barcode and the results were sent to an incorrect patient record.